Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator breath delivery (bd) audio failed. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Additional information updated in section and UDI number in section. Correction to PMA/510#. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation method, results and conclusion codes. Device evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The replaced the oxygen sensor and the controller/distribution board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.